Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was wearing the pump during a computed tomography (CT) scan. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery it was indicated that the customer was advised by the medical personnel to wear the pump during the computed tomography (CT) scan. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.